Manufacturer narrative:
Device evaluation into root cause anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the introducer was visually inspected and the leaking was confirmed. A tear was found on the hemostasis valve. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated in regard to the introrc leaking complaints. Instructions for use were reviewed and found appropriate. The lot number of the device in this case is unknown; therefore, an DHR review will not be conducted. (B)(4). Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was phoned in by the sales rep that at the completion of the surgical case, the proplege coronary sinus catheter, pr9, introducer was found to be leaking. The device was removed and a stitch placed. Unknown amount of blood leakage, the rep stated it was significant as the linens were covered. No know blood transfusion was needed. Unknown lot number as the box was discarded. Pt currently extubated and in the ICU, recovering as intended. The patient was having a minimally invasive avr and av debridement.